Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they noticed the tubing leaked onto the patient from the patient connection end of the tubing while infusing bupivicaine/fentanyl citrate. There was no patient harm.